Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. 1. As stated previously the reported event was not able to be confirmed during the evaluation step of the complaint process. 2. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 3. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. ¦ the image from endoscopes connected using the pigtail does not appear. (Dust has accumulated in the video connector socket.) Since dust has accumulated in the video connector socket, it is most likely that the event occurred because the electrical connection became unstable and the image signal from the endoscope could not be transmitted to the video processor correctly. ¦ the locking lever of the video connector socket is loose. As it has been more than 5 years since manufacture of this product, it is most likely that the event was caused by deterioration due to long-term use.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed; the image in the mask was normal when tested with all scopes and the release button functioned without issue. However, excessive lint buildup inside the unit was noted, particularly in the receptacle board/scope socket, which may cause intermittent flicker. The locking lever was found loose and would not properly retain the scope.

Event description:
A user facility reported to olympus that they were unable to take pictures and used several pigtails. There was no patient injury or harm, associated with the problem, reported to olympus.